Event description:
It was reported the customer had a compromised force sensor system alarm on the insulin pump. It was explained that during seating, the force sensor did not report seating and the force sensor was broken.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.